Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is stuck in the prime loop. Insulin is shooting out during the prime process. The blood glucose reading is 127 mg/dl. The insulin pump alarms during the prime process. The insulin pump was dropped and the drive support cap is loose. The drive support cap has been loose for awhile. The insulin pump will be replaced. Nothing further reported.